Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 1055 number, and no internal actions was found during the review. Manufacturer's reference (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the brim cap was detached. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was described as broken before the package was opened. There were orange pieces of plastic floating inside the package. The sheath was replaced, and the issue was resolved. There was no patient consequence. Additional information was received on february 3, 2019 which confirmed that the issue was with the brim cap as it was described as the orange piece on the hub where the dilator snaps. In addition, a picture was provided. The biosense webster, inc. Product analysis lab received the product on february 7, 2019, and it was reported that the product was returned in original packaging. The package was opened from the top and was not taken out of the original packaging. The redel connector and its cable were hanging loose from the packaging. The cap was cracked and broken into approximately 18 pieces, with the pieces at the bottom of the product's packaging pouch. This issue of the brim cap detached described initially is considered a reportable event. The additional information received on february 3, 2019 and the biosense webster, inc product analysis lab returned condition confirm the initial reportable assessment of the brim cap detached.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the brim cap was detached. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was described as broken before the package was opened. There were orange pieces of plastic floating inside the package. The sheath was replaced, and the issue was resolved. There was no patient consequence. Additional information was received on february 3, 2019 which confirmed that the issue was with the brim cap as it was described as the orange piece on the hub where the dilator snaps. Product was returned in original packaging. Package is opened from the top. Product was not taken out of packaging. Redel connector and its cable is hanging loose from the packaging. Hub cap is cracked and broken into approximately 18 pieces, with the pieces at the bottom of the product's packaging pouch. Hub cap pieces have been collected from the packaging pouch into a small bag. The device was visually inspected, and it was found redel connector and its cable is hanging loose from the packaging. Hub cap is cracked and broken. Then, gpc analysis was performed by exponent, inc. And it was found that the cap¿s molecular weight (mw) to be about 45.3% of the tritan mx 731 pellet. It is believed that the mw degradation lead to the cap to be embrittled and therefore failed in the field. A manufacturing record evaluation was performed, and no internal actions was found during the review. The customer complaint was confirmed. The root cause of the brim cap issue will be investigated under an internal action. Manufacturer's reference # (B)(4).